Manufacturer narrative:
(B)(4).

Event description:
It was originally reported that the pt experienced a loss of therapeutic effect after approx (B)(6) post implantation. She had met with the healthcare professional for reprogramming but did not resolve the issue. It was noted that her pain had worsened and now had pain in both legs. F/u information rec'd reported that the device removed as it never covered her pain no matter how any times it was adjusted although initially, it worked well for the first few months. After the pt had tried "everything possible" to resolve the issue and, it was noted, the she also had a heart attack (she was told that this was due to the device) the device was removed. If additional information becomes available, a f/u report will be sent.